Event description:
It was reported that the device experienced power failure. There was reportedly no patient involvement.

Manufacturer narrative:
Updated codes and office contact.

Event description:
It was reported that the device experienced power failure. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. The customer did not accept the service quote therefore this will be documented as a malfunction the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.